Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient implanted (B)(6) 2012 with lcp curved broad plate. Patient experienced rehab program with good compliance. The rehab program target was partially achieved, due to pain when patient was weight bearing. X-ray on (B)(6) 2012 showed partial transverse interruption at the proximal third of the plate and a light angulation with lateral apex. Implant was removed (B)(6) 2012. This is 2 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the broken plate and the broken lock screw were checked (as far as measurable) and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence and can only assume that a complication during the healing process, like a non-union, caused this breakage.